Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed the reported problem. The analysis of the system log file found that image processing pc power on self-test (post) failed. Upon troubleshooting, the fse found that the ip-pc was not started-up. To resolve the issue, the fse replaced the ip-pc and returned the defective ip-pc to philips for further analysis. The cause of the ip-pc failure could not be conclusively determined by the supplier's part analysis. However, the field service engineer replaced the ip-pc and reloaded the operating system and application, which resolved the reported issue and restored system functionality. After then, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on the investigation results, philips concluded that the complaint is not reportable.

Event description:
It was reported to philips that the system was unable to perform exposures, image disk issue. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.